Manufacturer narrative:
This event was also reported under manufacturer report #3004209178-2019-02068. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they had to replace the lead because it broke when they went to replace the ins for normal battery depletion. The patient was also leaking 4-6 months prior. They met their manufacture representative (rep) in the last week of december 2018; they had to replace everything. Healthcare provider (hcp) responded to a letter and clarified that the lead was broken prior to the battery exchange. They added that they applied the new battery and noticed resistance in all leads which was why they ended up replacing it. No further patient complications have been reported as a result of this event.